Event description:
Sections a through f completed by reporting site. Customer claimed two containers from this lot permanently locked onto theneedle when the holder and needle were placed in port for removal. There no injuries associated with this incident.